Event description:
A customer reported that 8 pts went unmonitored for approximately 1.5 to 2 hours. The beds went into a "no telem" status. There was no reported adverse outcome. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.